Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). After the lesion was predilated, ivus was performed and a 4.0mm x 2.00mm liberte stent was used to treat the lesion. A 12mm x 5.00mm nc quantum apex¿ balloon catheter was selected to post dilate the lesion but the balloon ruptured at an unspecified pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). After the lesion was predilated, ivus was performed and a 4.0mm x 2.00mm liberte stent was used to treat the lesion. A 12mm x 5.00mm nc quantum apex balloon catheter was selected to post dilate the lesion but the balloon ruptured at an unspecified pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a carrier tube (hoop) and a stopcock attached to the hub. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon and catheter did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).